Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patella clamp was broken in tray. No adverse events have been reported as a result of the malfunction as there was no patient involvement.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Returned product is a vanguard patella clamp/drill guide. Visual inspection found multiple dents and scratches suggesting repeated use. Long and short posts were also found fractured confirming the reported event. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Sem analysis was performed on the returned product and the evaluation results identified that the fracture was due to overloading and the material of the post was consistent with 17-4 ph stainless steel. The product likely left zimmerbiomet control conforming and it was in the field for about 4 years. It can be concluded that the device fractured due to overloading as identified by sem, but as the reported event says this was identified before use it is unknown when or how the posts have been fractured. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.